Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of the integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.

Event description:
Removal of endosseous dental implants. Five implants were placed in class iii bone during a complex procedure on 2/10/97 during which bone aumentation was done. The implants in sites #5 and #12 were removed on 3/31/97 due to pain, bleeding and swelling. The clinician reports that bone quality in the areas was fair which may have contributed to the failures. He also reports that the pt was wearing a full denture over the implants.